Manufacturer narrative:
The reagent information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable hepatitis b surface antigen (hbsag) results for multiple patient samples on a cobas e 411 analyzer (rack system). Multiple previous patient samples were repeated and the results were positive. The exact results and number of patient samples was not provided.